Manufacturer narrative:
(B)(4). Date of event is 2015, event day and month unknown. Captured as (B)(6) 2015. Batch # unk. (B)(4)

Event description:
It was reported that the patient with bmi of 49 underwent a laparoscopic vertical sleeve gastrectomy and laparoscopic cholecystectomy. Operative report provided indicates surgeon noted ¿no extravasation of contrast¿ during a saline test. Patient did well postoperatively until 3 weeks later when the patient experienced abdominal pain and underwent an exploratory laparotomy, abscess drainage, suture repair of gastric leak, and upper gastrointestinal endoscopy. The surgeon noted ¿an area of mucosa protruding in a rolled out fashion, consistent with the source of a leak¿ in the ¿residual curvature of the stomach.¿ this was oversewn with zero surgidac suture and over sealed with evicel fibrin sealant according to the operative note. An egd ¿visualized the gastric repair without any evidence of leakage.¿ drains were placed; however patient developed a gastric fistula and was reoperated two weeks later. At this operation, the surgeon noted the jp drain ¿had eroded into the lumen of the stomach through the repair line.¿ a shorter drain was placed as well as a feeding tube for tpn to allow the fistula to heal.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2025. Additional information: see attached medical records.